Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u23 on the main pcb assembly. This integrated circuit (ic) chip, designator u23 caused an off command to be output to the on/off flip-flop that turned the main pcb off a second after the main pcb tried to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device showed a battery icon and service wrench icon in the readiness display. The device would not power on anymore. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. Due to device's age, the customer declined repair of the device and authorized physio-control to discard it.

Event description:
The customer reported to physio-control that their device would not power on. There was no patient use associated with the reported event.